Event description:
Contact reports the setscrew loosened and separated from the pedicle screw six weeks post-op. Revision surgery was performed to remove and replace the screw. A surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Functional eval of the returned setscrew and its mating components found the device assembled properly and tightened securely without issue. The threads of the set screw and the mating threads of the pedicle screw were undamaged. Review of the device history record found the lot met specification requirements when released to stock. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.